Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. The pdrn reported the cause of the peritonitis was a recent vacation taken by the patient. The patient failed to bleach any of the shower heads while staying in multiple different hotels. Per the pdrn, the events are unrelated to the utilization of any fresenius product(s) and/or device(s). Gram-negative peritonitis is most frequently transmitted through touch contamination, and serratia marcescens is commonly found in water and soil. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction was associated with the events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient experienced abdominal pain during drain. The patient went to the emergency room and was hospitalized. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2020 with severe abdominal pain and was admitted for peritonitis. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) was obtained, and the patient was started on intraperitoneal (ip) cefazolin and ceftazidime daily x 5 days (dose not provided). The pdrn stated the patient recently went on vacation (dates not provided) and stayed in multiple different hotels. The pdrn reported the patient failed to bleach any of the shower heads on their trip, which caused the peritonitis. The peritoneal effluent fluid cultures returned positive on (B)(6) 2020 for serratia marcescens, and the patient¿s cefazolin was replaced with ip gentamycin daily (dose, duration not provided). The patient remains hospitalized and is recovering from the events. The patient is receiving ccpd while hospitalized, and upon discharge will resume utilizing the same liberty select cycler as before the events. Per the pdrn, the events are unrelated to the utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.